Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed difficulties to insert the ra lead pin in the header during implant procedure. The ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and, as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.